Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study: same case as MDR ID: 2134265-2013-03493 and 2134265-2013-03495. It was reported that post a coronary stenting procedure, an in-stent coronary artery restenosis occurred. In (B)(6) 2010, the patient underwent a cardiac catheterization procedure which revealed 3 target lesions. The first was a de novo lesion located in the mid segment of left anterior descending artery (lad) and proximal segment of left anterior descending artery with 85% stenosis and was 36mm long with a reference vessel diameter of 3.50mm. It was treated with direct stent placement using a 3.50 x 38 mm taxus liberte stent, with 9% residual stenosis. The second was a de novo lesion located in the proximal segment of left anterior descending artery with 85% stenosis and was 6 mm long with a reference vessel diameter of 3.50 mm. It was treated with direct stent placement using a 3.50 x 8 mm taxus liberte stent with 9% residual stenosis. The third was a de novo lesion located in the mid segment of right coronary artery (rca) with 70% stenosis and was 22 mm long with a reference vessel diameter of 3.00 mm. The patient was discharged the following day on aspirin and prasugrel. On (B)(6) 2013, during the follow-up visit, the subject was diagnosed with worsening of coronary artery disease, was hospitalized on the same day and was recommended for cardiac catheterization. The patient at that time of the event was taking aspirin and clopidogrel. Coronary angiography revealed a dense plaque no stenosis greater than 30% of study stent in the lad and diffuse intermediate to severe restenosis in mid rca and ion stents in proximal and distal rca. The diffuse in-stent re-stenosis of stents in proximal rca extending to distal rca was evaluated with ffr and it was treated with pre-dilatation and placement of a 2.50 x 30 mm non-bsc stent followed by a 3.00 x 38 mm non-bsc stent. Following post dilatation, residual stenosis was 9%. The next day, the event was resolved without residual effects and the subject was discharged on same day on aspirin and clopidogrel.